Event description:
The customer reported images are mixed up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reformatted the hard drive and reloaded software. System operates as intended. (B)(4).